Event description:
A complaint with regards to a microclave¿ clear neutral connector experienced leakage. The reporter stated that the microclave was found leaking fluid into the clave while in situ on a PICC line. The clave was changed, and item saved. Upon inspection of the item, tpm was noted in the clear section where the spring is located. The silicone membrane does not appear torn. Patient had an inspection/sepsis treated with antibiotics, patient has other health issues, leaking microclave could be a compounding factor to infection. The event date was on (B)(6) 2024. The type of incident/problem was malfunction - during or after use. The level of harm was no apparent harm - reached patient/person, inconvenient. The incident was reported to (B)(6). The frequency of problem was recurring. The device was retained. The sample is available for evaluation. The number of incident sample is one. There was patient involvement and no adverse event.

Manufacturer narrative:
D4 and h4 - the lot number, manufacturing date, and expiration date are unknown. E1: the complaint was received through: (B)(6). Investigation summary: one (1) used sample was returned for evaluation. As received no physical damage was observed, only some tpn residual inside the microclave was found. No mating device was returned for evaluation. The returned sample was tested as per procedure and no internal/external leaks were observed. The microcalve was dissembled and an intermittent lubrication on spike and some torn damage on seal was confirmed. A DHR lot# review could not be conducted because no lot number(s) was/were identified. Based on the top seal damage evidence complaint of leak can be confirmed. The probable cause is typically due to an error during lubrication process at (B)(6).